Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9239029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing, missing tubing clamp, and a broken/detached needle. Product defects were noted prior to use. The following information was provided by the initial reporter: the patient needed intravenous infusion, and the indwelling needle was checked before operation. The needle and connection tube were broken, and the stopping clip was not on the infusion tube. The indwelling needle was replaced in time because it was found timely, not used, and no adverse conditions occurred, which did not affect the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing, missing tubing clamp, and a broken/detached needle. Product defects were noted prior to use. The following information was provided by the initial reporter: the patient needed intravenous infusion, and the indwelling needle was checked before operation. The needle and connection tube were broken, and the stopping clip was not on the infusion tube. The indwelling needle was replaced in time because it was found timely, not used, and no adverse conditions occurred, which did not affect the patient.